Event description:
It was reported to philips that intermittently the system could not start up. The device was not in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. The philips field service engineer (fse) visited onsite and found that the basic input/output system (bios) battery was undervoltage. The fse replaced the bios battery. After replacement, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.